Event description:
The tip of the cannula was found collapsed. Event date is unknown. Device was discarded at hospital.

Manufacturer narrative:
Device was discarded at hospital. No evaluation is possible.